Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the keypad that was unresponsive. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the numbers were ramping on their own and the scroll bar was moving with no input. The customer stated that there was a response from a button. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
The pump was received with all buttons responding properly. The pump passed the self test and the displacement test. No unexpected numbers ramping noted during testing. No damage or moisture damage on keypad assembly and no unlocked electrical board keypad connector noted during visual inspection. (B)(4).

Event description:
It was reported via phone call that the weight has been changed to (B)(6).